Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more insulin than average had to be used during the fill tubing step. Customer changed the infusion set tubing to resolve the issue. There was no reported adverse impact to customer's blood glucose.